Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID tractip 200 laser fiber was used in percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was noted to be frayed. The issue was present upon opening the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.